Manufacturer narrative:
A device history record (DHR) review was conducted for the reported lot/serial number. The device was released meeting all qa specifications. The device involved in this event was not returned for evaluation purposes therefore visual and functional analysis of the product could not be performed. We are unable to confirm a relationship between the device and the issue reported. The information obtained during complaint investigation will be included in our global complaint trending and product surveillance will continue to monitor complaints of this type for adverse trends. If the product is received or additional information is obtained, the investigation will be reopened accordingly per standard operating procedure.

Event description:
It was reported that on (B)(6) 2025, during a just right stapler procedure the physician reported that the staple line failed to form on a bronchus. The patient was pediatric and the line was successfully deployed initially and the issue cut but shortly after the line opened up. Once the stapler failed the device was not used anymore and the procedure completed successfully with another device. The physician reported that there was no harm observed. No more information could be obtained.